Manufacturer narrative:
Reference sr (B)(4). Product was returned on (B)(6) 2019. Depot repair completed investigation on (B)(6) 2019 concluding unit functions within expected specifications, failure unable to be reproduced.

Manufacturer narrative:
Reference (B)(4). Additional attempts to clarify part failure were made, however customer did not respond.

Event description:
Cam02 unit is experiencing catheter failure.